Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure with hiatal hernia repair and linx device implantation occurred without issue (B)(6) 2016. Device explant due to severe dysphagia occurred without issue on (B)(6) 2016. Linx device found in the correct position/geometry. A fundoplication was performed at the time of explant.